Event description:
It was reported that the vns patient¿s device was programmed back on during an office visit on (B)(6) 2014 and began affecting the patient¿s heart rate. The patient also had asthma and choking sensations. The patient¿s device was disabled on (B)(6) 2014. Attempts for additional relevant information have been unsuccessful to date.